Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when putting the scope into the controller, no image was noted. A second spyscope ds ii was used but still no image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The device was plugged into the controller. A live, clear image was displayed. Real-time x-ray was used to image the distal tip, including the camera and wires. The x-ray showed no camera wire damage at the camera on the distal tip. In the handle, no damage was observed to the printed circuit board (pcb). The camera wire was noted as suspicious in the breakout region. The handle was opened and the components within were visually inspected. It was noted that the solder pads were exposed in the glue feature. The camera wire jacket covering the power wire in the region of the breakout was damaged and the camera wire was exposed. With a live image displayed on the controller, a jumper wire was clipped to ground on one end and grazed the camera wire where the jacket was compromised on the other end. The image was disrupted. The reported event was confirmed. The breakout region of the handle is the routing location for the camera wire, plastic optical fibers (pofs), and steering wires as those components exit the handle. Articulation of the device during procedure causes movement of all of these components in the region. It is possible in this dynamic setting that the camera wire can interact with the steering wires, pofs, or the edges of the breakout. The forces exerted on the camera wires during this interaction have been found to damage the jacket or the conductors within. If the jacket is compromised, the wires are no longer insulated and can come into contact with the steering wires, resulting in an electrical short that will cause the image to turn off if the camera wires are damaged, this results in an electrical open that will cause the image to turn off. An investigation is underway to address visualization issues due to camera wire damage or jacket damage in the breakout region. As this issue occurred for multiple spyscopes with the same controller, it is most probable that the reported event was related to the capital unit. Without analysis of the spy ds controller involved, the investigation does not lead to a clear conclusion for the reported event and the probable cause selected is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when putting the scope into the controller, no image was noted. A second spyscope ds ii was used but still no image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.